Event description:
It was reported that the device would not deliver water less than 12 degrees celsius for the cardioplegia circuit. The cardioplegia output temperature was reported to be 12-16 degrees celsius with a partial block of ice. A second system was brought in and attached to the heater cooler. No reported pt effect. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service tech evaluated the device and could neither observe nor duplicate the reported problem. The system was successfully tested to factory specs and returned to service. A supplemental medwatch will be submitted if add'l info becomes available.